Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on it failed the power on self test (post) and generated an error message. The ventilator was not in use on a patient at the time of the reported event. The customer stated the exhalation valve flow sensor (evq) was reseated and the extended self-testing was performed on the device and all tests passed.